Manufacturer narrative:
(B)(4). Evaluation of the incident device found it to function normally and within specifications. Nothing was identified that would have caused or contributed to the reported event. The instructions for use warn to always place the active accessory in a clean, dry insulated safety holster when not in use. Electrosurgical accessories that are activated or hot from use can cause unintended burns to the pt or operating room personnel.

Event description:
The customer reported that the pencil continued to activate even though the surgeon was not depressing the activation button. The pt rec'd a very small burn which did not required treatment.